Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that there were no issues implanting, just issues with strange impedance, showed everything out over 40,000 ohms. The rep reported that the cause of the high impedances wasn't determined. In retrospect, the rep thought it had to do with the fact that the paddle lead may not have been inside the body at the time of testing. Everything was covered by a blue or towel while testing, then when they tried the perc lead, it was outside the body as well. The rep reported that the event resolved after the patient was in recovery. Additional attempts to get impedance measurements after about 20 minutes in recovery showed impedances were measurable and within range for most of the contacts. Additional impedance readings several weeks post-operative showed no significant impedances on contacts 0-14 but showed over 24,000 ohms on contact 15. The affected devices were to be returned.

Manufacturer narrative:
Product analysis #(B)(4). Analysis information 2020-10-27, 13:29:05 cst pli# 10 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d11: product ID 977c265, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Product ID 977a260, serial# (B)(6), product type: lead. Product ID: 977a260, serial# (B)(6), product type: lead. Product ID: 97715, serial# (B)(6), implanted: (B)(6) 2020, product type: implantable neurostimulator. Product ID: 97725, serial# (B)(6), product type: external neurostimulator. Analysis of the 977c265 (serial number (B)(6)) found no anomaly h3: analysis of the 977a260, serial # (B)(6) found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis for pli# 10 product ID# 97715 found no significant anomaly. Analysis of product ID 977c265 lot# serial# (B)(6), product ID 977a260 lot# serial# (B)(6) and product ID 97725 serial# (B)(6) found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: unknown, product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 97715, serial#: unknown, product type: implantable, product ID: 977c265, serial/lot #: unknown, product ID: 977a260, serial/lot #: (B)(4), ubd: 17-oct-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 04-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the healthcare provider (hcp) tried to get both leads implanted, but neither would advance past narrowed area of scar tissue. The patient had a laminectomy. They did not have any other implantable device, but they had screws and rods with fusion. The rep reports getting impedance on 2x8 surgical lead, that connectivity tested red for 0-15 electrode, at some point the ins was dropped and the rep had to use another ins. The second ins gave red on connectivity for 0-15 as well and hcp then replaced the lead. They swapped the tails and ran impedance, and everything was greater than 40k ohms. They tighten the set screw to make sure lead is connected. They then ran stim, but there was no change. A wireless external neurostimulator (wens) was used and got the same result for connectivity, even when ports swapped. Impedance was still greater than 40,000 ohms. The rep then got a percutaneous lead and all the electrodes on that was red on connectivity as well. The hcp decided to abandon the procedure at this point. The rep checked to make sure he was connecting to the second ins, rather than the first ins that was dropped. The other ins was dropped due to too many removing the lead and wiping the lead that the hcp bumped the ins and it dropped to the floor. The rep reported using 2 leads, 1 perc lead, two 97715s, one wens, 3 different clinician tablets: one belongs to his partner, one belongs to the hospital, and one is his. He reports all shows no connectivity, impedance 40k ohms. They did not change the references but the lead connectivity are all red. The hcp decided to close with the 2x8 lead and original ins. Impedance were also checked in pacu and same impedance 40k ohms. The rep went back later and checked impedance again. All impedance are now between 700-800 ohms, except either electrode 1 or 2 or 3 is 1100 ohms. He was driving and could not obtain the values. Reports electrode 0 was fine. No symptoms were reported.